Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after successfully delivering two shocks to the patient the device inappropriately shut down. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3 updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive functional testing with a known good battery without duplicating the malfunction. Review of the clinical file showed the device successfully delivered three consecutive shocks, then prompted "change battery". The power button is manually pressed, turning off the device. Based on the battery history for the device and the battery being returned depleted, it is reasonable that the device reached a low threshold of 25% during the event and began prompting the user to change the battery. The device was recertified and returned to the customer. No trend is associated with reports of this type.